Event description:
Event description guidant received information that during the implant procedure, when using this catheter, dye was visualized in the pericardial sace. In addition, this transvenous implantable lead exhibited intermittent capture at 8v. It is suspected that the lead perforated the heart. The patient crashed, was intubated, and drugs were administered. The left ventricular lead placement was abandoned and an implantable cardioverter defibrillator (ICD) was implanted. Guidant received additional informatuion that the patient expired that night.